Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and the 1162 error was confirmed but not replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and passed all related tests. Upon further investigation, there was no fluid intrusion but there was physical damage to the flow control platform (fcp) printed circuit assembly (pca) spring. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established, the potential root cause for this failure can be attributed to a fault on the axes controller spar cannula (acsc) and the flat flexible cable (ffc) within the affected usm. This issue can be resolved by disabling the affected usm or replacing the patient side cart (psc).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted bilateral inguinal hernia surgical procedure, the universal surgical manipulator (usm) 2 needs to be disabled or system needs to be restarted, and the issue was not persisting for error 1162 observed in logs on usm2 cannula sensor. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.